Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient post cardiothoracic surgery was implanted with an impella rp flex for mechanical circulatory support (mcs) and experienced a pump stop that resulted in explant with replacement of the device. Approximately six days after start of support, it was noted the impella rp flex placement signals waveforms changed and flow at support level p-8 went from 3.0l/min to 0. Reportedly, this issue immediately happened after the swan catheter was repositioned. The patient remained stable and hemodynamics were unchanged. The intensivist had the team switch automated impella controller (aic) and when the rp flex was plugged into the other aic, the pump immediately alarmed impella defective. The patient was transported to the catheterization lab to replace the impella rp flex which was successfully completed. The rp flex was removed over a guidewire, and a new rp flex was placed via the right internal jugular without difficulty. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation for the pump stop has been completed. Clinical details stated there was increased placement signal values and decreased flow values. Additionally, there was an impella defective alarm when pump was plugged into new console. No product was returned for analysis. The data logs show a sudden placement signal shift before placement signal started drifting upwards with flow drifting downwards. Clinical mention that this happened immediately after swan repositioning. There was alarm #119 pump stop right before explant. The data logs show impella defective alarm when pump was plugged into a different console. The imc logs of the second console were unable to be retrieved. The root cause of the placement signal issue was most likely due to sensor drift. The root cause of the pump not detected likely from the pump stop was not determined as no product was returned and the imc logs for replacement console were not provided.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-25975 b7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.